Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident date: (B)(6)2023. Device part# : bd alaris pump infusion set 2420-0007. Lot /serial # (B)(6). Expiry date: 2026-02-14. Issue description quality complaint ¿ leaking. Device used patient ¿ no reported patient injury or medical intervention. While rituxan was running noticed the leakage from the line-somewhere around the clap below the pump. Occurrences 1. Samples available: yes.

Manufacturer narrative:
D.4. Medical device lot #: 23026295 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2420-0007 lot 23035460 was returned for investigation. The set was examined for defects and abnormalities. When untangling the set, it separated below the slide clamp. No other defects or abnormalities were observed. Further visual inspection under a microscope showed no signs of solvent. The customer complaint that the set was leaking was confirmed due to the separation. A quality notification was sent to the manufacturer. From the manufacturer's investigation, the most probable root cause is the manufacturing personnel not following the instructions correctly. A quality alert was generated in november 2023 to reinforce proper solvent application. A device history record review for model 2420-0007 lot number 23035460 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 below.

Event description:
No additional info: material #: (B)(4) batch #: 23026295 (provided by customer) it was reported by customer that while rituxan was running noticed the leakage from the line-somewhere around the clap below the pump. Verbatim: rcc received a complaint via email. Email(s) attached. Incident date (B)(6) 2023 device part# : bd alaris pump infusion set 2420-0007 lot /serial # (B)(6) expiry date: 2026-02-14 issue description quality complaint ¿ leaking device used patient ¿ no reported patient injury or medical intervention. While rituxan was running noticed the leakage from the line-somewhere around the clap below the pump. Occurrences 1 samples available: yes response received 7 july 2023 -are you able to re-confirm the batch number of the pump as the one provided does not match with our system? This complaint was about the primary line¿not a pump? -are you able to provide the patient identifiers (name, age, date of birth, etc.) If available. No, I can not .. -how was the patient outcome? No effect on patient -was there a delay of, or change in, the course of treatment due to the event? Very minimal just a short interruption to change to a new line.